Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) male patient underwent a lead extraction from a superior approach, from the subclavian vein down to the right ventricle procedure. During the procedure the physician noticed that the patient's blood pressure was decreasing. After trying to stabilizing the patient without positive results the physician decided to open the chest via a sternotomy to immediately control the ra and the ivc. A small tear was detected at the ivc. However, it was patched. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). K141148. Investigation: a review of complaint history, device history record, documentation, instructions for use (IFU), quality control (qc) and manufacturing instructions (mi) was conducted during the investigation. No device, x-rays, nor images were provided to assist in the investigation. Based on the complaint description there was a rupture of the vena cava inferior during a difficult explantation requiring a sternotomy to be performed. Laceration or tearing of vascular structures is a known adverse event of the device. There is no evidence to indicate that this device was not manufactured to current cvi processes and specifications. There will be no further action taken at this time.

Event description:
It was reported that a (B)(6) male patient underwent a lead extraction from a superior approach, from the subclavian vein down to the right ventricle procedure. During the procedure the physician noticed that the patient¿s blood pressure was decreasing. After trying to stabilizing the patient without positive results the physician decided to open the chest via a sternotomy to immediately control the ra and the ivc. A small tear was detected at the ivc. However, it was patched. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.